Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device automatically retreated and ordered the reference points on the thigh to be collected again. After repicking and making the cuts, the operator was not satisfied with their accuracy and switched to manual tools. The delay was more than 30 minutes. The operator switched to manual tools to complete the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the investigation could confirm the reported issue of ¿velys automatically retreated and ordered the reference points on the thigh to be collected again¿ but could not confirm the reported issue of "after repicking and making the cuts, the operator was not satisfied with their accuracy and switched to manual tools." The investigation found that during first attempt of femur landmark acquisitions, the landmarks are sub-optimal and the technique was found to be non-ideal. The femur landmarks acquisition eventually passed prompting the user to proceed with the procedure. There are no defects found with the system or software. The investigation found that there was considerable array movement during landmark acquisition steps and verify checkpoint steps. The verify checkpoint was able to pass before distal femoral cut began, but after distal femoral cut and before starting all the remaining femoral cuts completed, the verify checkpoint was deviating from required threshold value and thus, array movement could be confirmed. The investigation found that during most femoral cut steps, there was considerable leg/robot movement. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" message displayed during all femoral cut steps." This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. The investigation found that during most femoral cuts, the leg was sub optimally placed with a flexion of ~135 degrees of flexion. The leg was likely not appropriately positioned relative to the robotic-assisted device: there are no defects found with the system or software. Root cause: the investigation found that the most probable root cause of the reported issue is the combination of the user did not follow proper/recommended technique to acquire landmarks and did not maintain contact between the pointer tip and bone surface during acquisition. The investigation found that the most probable root cause is the combination of sub-optimal leg positioning, leg/robot movement, and potential array movement. However, that could not be ultimately determined because the pointer was not used to measure the cuts.